Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the cephalomedullary reamer were reviewed and identified no deviations or anomalies. The device history records for the pin could not be reviewed as the lot number is not known. The devices were returned for review and the confirmed that the pin is seized inside the cannulation on the cephalomedullary reamer. The portion of the pin that can be seen is severely damaged. This device is used for treatment. A complaint history review was conducted for the cephalomedullary reamer and pin and identified no additional complaints for the same lot. The reamer had a potential field age of approximately 6 months at the time of the reported incident. Page 15 of the surgical technique states, ¿caution: both 3.0 mm and 3.2 mm instruments (guide pins, depth gauges, reamers, taps, pin sleeves) are available. The 3.2 mm versions of the instruments can easily be distinguished as they have gold coating on them. The 3.0 mm and 3.2 mm instruments can not be used interchangeably. Mixing of these instruments can lead to lag screw mis-measurement which could result in patient injury and/or damage to the instruments.¿ on december 3, 2010 an instrument upgrade memo was sent to all sales professionals to inform them of the necessary information for swapping out the old cephalomedullary instruments (grooved cannulas, 3.0mm guide pin, ..) With new instrumentation. It provides reference for the old part number, 00249000344 and the new part number, 00249003244. The likely root cause is that a 3.2mm pin was used with a reamer designed for a 3.0mm pin.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-00441).

Event description:
It is reported that the pin became stuck within the reamer shaft during a trauma nailing procedure while the surgeon was reaming. This resulted in a forty-five minute delay in surgery.